Manufacturer narrative:
(B)(4). It was reported that the ht70 ventilator's mixer generated an abnormal noise. The reported symptom was verified. The mixer was installed on a test unit. The unit was adjusted to standard settings. The mixer was adjusted between the 21%, 40%, 60%, 80% and 100% to check for abnormal noise, none can be heard until set at 40% or after 80%. Mixer disassembled, no abnormal issues found within.

Event description:
It was reported that the ht70 ventilator mixer was generating a resonant sound when the fraction of inspired oxygen (fio2) was set to 100%. There was no patient involvement. Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified.

Manufacturer narrative:
(B)(4). The ventilator serial number was not provided. The ventilator serial number was not provided so the device manufacture date is unknown. Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified.

Event description:
It was reported that the ventilator mixer was generating a resonant sound when the fraction of inspired oxygen (fio2) was set to 100%. There was no patient involvement.